Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the microswitch on the level 1 hotline low flow system (hl-90) was only working intermittently. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
One level 1 hotline low flow system was received in good condition. The device was visually inspected, the tank was filled with water, a temperature check was attached, the device was plugged in and switched on. The reported issue was unable to be confirmed. The microswitch performed as it should when tested multiple times. The was no fault found with the returned device.